Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cryotherapy of left kidney, retroperitoneal balloon did not expand. The physician checked for defects and proper connection of the pump and attempted to inflate outside the body but still it would not inflate.